Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) and electrohydraulic lithotripsy (ehl) procedures performed for the treatment of choledocholithiasis on (B)(6) 2025. During the procedure, the spyscope ds ii was advanced over the guidewire after successful cannulation. Upon visualizing the stone, the guidewire was removed and the ehl probe was introduced through the spyscope. During ehl activation, visualization was lost and could not be re-established. The procedure was not completed due to this event. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.